Event description:
It was reported that a 42-year-old caucasian female patient underwent revision breast augmentation with a 595cc mentor memorygel xtra breast implant and experienced implant coming out of pocket. Capsulorrhaphy was being performed and healthcare professional found implant with 3 bubbles and gel ripped inside. As a result, the device was replaced with catalog number shpx595; serial number (B)(4) on (B)(6) 2022.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right rupture, migration, and bubbles (B)(4). Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the mentor failure analysis lab received the device for evaluation. Paperwork received with the device indicated that the date of event was november 11, 2022; field b3 on this form has been updated. It was reported that the patient's symptoms improved after surgery. On (B)(6) 2023, device evaluation was completed. Device evaluation summary: mentor conducted a visual inspection, leak test, and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the smooth high profile xtra 595cc breast implant was found to have some bubbles within the gel. Leak testing was performed, according to the mentor procedure, and it revealed (2) two tears on the anterior view, measuring approximately less than 0.1 cm each. The tears could have caused the bubbles to appear within the gel since the device was received ruptured. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the (2) two tears. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. Based on the information currently available, microscopic examination of the returned product indicates that the implant could have been damaged during or subsequent to implantation. The product insert data sheet cautions to not allow cautery devices or sharp instruments, such as scalpels, suture needles, hypodermic needles, hemostats, adson forceps, or scissors to contact the device during the implantation or other surgical procedures. Implant displacement/migration may occur from improper implant sizing and/or placement, i.e., when the implant is too large or the pocket too small or when there has been inadequate preoperative assessment of stresses causing movement of the prosthesis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).